Event description:
It was reported that the customer experienced an issue with their pump not charging. The cause was identified as a faulty usb port, which prevented the pump from starting. There was no additional information regarding the impact on the customer's blood glucose level. The device is scheduled to be returned by the distributor, and a replacement pump has been arranged for the customer.